Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer had to disable the universal surgical manipulator (usm) 4. Intuitive surgical, inc (isi) technical support engineer (tse) viewed logs and noted several faults on the usm 4 followed by the customer disabling the usm. The isi tse recommended rebooting the system to attempt to recover the usm, but the customer elected to continue using just 3 usms. The procedure was completed with no reported injury. Isi has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting several faults on the universal surgical manipulator (usm) 4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm 4 due to errors 40084 and 23133 and the fiber optic wrist cable due to error 1126. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The usm was analyzed and the reported errors 40084, 23133, and 1126 were confirmed and replicated. The usm triggered errors 31226 and 1126 during start-up in normal mode. The unit also failed the fiber test. The complaint regarding several faults on usm4 was confirmed based on the failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure being converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.